Event description:
It was reported that the device was used during a nissen fundoplication. It was reported by the rep that towards the end of the procedure there was a tear to the outer gasket of the trocar. The surgeon replaced the trocar with a new one and completed the case without consequence to the pt.